Event description:
This article aims to address the little data on the safety of percutaneous closure devices in punctures of synthetic vascular material by reviewing the incidence of complications occurring in patients in whom the proglide device was utilized to achieve hemostasis post-percutaneous puncture of vascular patches and graft materials. The study procedures were performed between january 2011 to december 2020. This article reports a total of 73 punctures were performed in 42 patients of which 39 utilized proglide. 10 punctures were excluded from the cohort due to use of starclose (3) and non-abbott devices (7). Two unknown device failures were reported, with the patients receiving 10 minutes of digital pressure to achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the attached article, titled "use of suture-mediated closure devices for closure of punctures in prosthetic patches or grafts is associated with high rates of technical success and low complication rates".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title " use of suture-mediated closure devices for closure of punctures in prosthetic patches or grafts is associated with high rates of technical success and low complication rates".

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported, and the packaging was not returned. Production record and corrective and preventative actions (CAPA) reviews were not performed because a specific failure mode was not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.